Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain lower ("cramping"), 7 years 1 month after insertion of essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (endometrial ablation). At the time of the report, the menorrhagia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower and menorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia') in a 42-year-old female patient who had essure (batch no. 624485) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, irregular menstrual cycle, uterine polypectomy, heavy periods and uterine fibroid. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain lower ("cramping"), 7 years 1 month after insertion of essure. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (endometrial ablation). At the time of the report, the heavy menstrual bleeding and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower and heavy menstrual bleeding to be related to essure. The reporter commented: essure device was placed with four springs remaining in the uterine cavity three coils remaining in the uterine cavity. Lot number:624485 manufacturing date:2007-05 expiration date:2009-04 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-jul-2021: quality safety evaluation of product technical complaint we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report..

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia') in a 42-year-old female patient who had essure (batch no. 624485) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, irregular menstrual cycle, uterine polypectomy, heavy periods and uterine fibroid. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain lower ("cramping"), 7 years 1 month after insertion of essure. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (endometrial ablation). At the time of the report, the heavy menstrual bleeding and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower and heavy menstrual bleeding to be related to essure. The reporter commented: essure device was placed with four springs remaining in the uterine cavity three coils remaining in the uterine cavity. Lot number- 624485. Most recent follow-up information incorporated above includes: on 30-jun-2021: medical record received : reporter information, medical history, lot number and rcc were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain lower ("cramping"), 7 years 1 month after insertion of essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (endometrial ablation). At the time of the report, the menorrhagia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower and menorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.